Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. Continued e.1 phone number: (B)(6). Device evaluation: standard analysis of the returned device showed the weight of the device was within specification. Observed through visual analysis of the device deformation and cloudy gel . Micro analysis of the device showed no other observations due to deformation. The event of double capsule is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: device migration and double capsule.

Event description:
Healthcare professional reported "patient underwent primary breast augmentation initially good result. Re-explored the left side for malposition and hypermobile implant in the pocket approximately 7months later ¿ double capsule ¿ removed, pocket reduced and implant re-inserted". The patient approximately 5 months later has represented with the same issue. Device has been explanted.